Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was one j-tip guidewire. Blood residue was evident at both ends of the guidewire. Both inner core wires were broken and the outer coil wire was elongated near the proximal end. Both weld tips were intact. Tactile inspection revealed that the wire was extensible, confirming that both inner core wires were broken. Microscopic inspection of the sample revealed that both inner core wire breaks had occurred at the proximal weld tip. Material necking was evident in the vicinities of both breaks. Inspection of the break sites revealed dully granular surfaces. The break surfaces exhibited tapered profiles. Microscopic inspection of the weld tips revealed mechanical damage. The break features were typical of damage caused by tensile stress. The mechanical damage on the weld tips appeared consistent with contact between the wire and a hard metal object such as the introducer needle bevel. The blood residue at both ends of the guidewire indicated that the wire was inserted, removed, then the opposite end was inserted through the introducer needle. It appeared that during a second withdrawal attempt the wire became stuck. Subsequent pulling caused the observed break in the wire. The product IFU cautions ¿do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined.¿ a lot history review (lhr) of rezj1040 showed no other similar product complaint(s) from these lot numbers.

Event description:
Is reported, that during the procedure, the guidewire "came flying out of the device", this took place while trying to feed and retract the guidewire. Returned sample has a broken core wire.